Event description:
It was observed during central processing that the monopolar curved scissor's had a chip on the orange insulation and part of the scissor was broken off. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument tube extension was broken and missing a .165 x .271 piece at the prox clevis interface. The clevis was dislodged from the tube extension. The tube extension was fractured next to one of the keys that mates with the proximal clevis. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. Additionally there was a scratch on the tube extension where the pad printing was removed. The scratch measured approximately .301. The scratch aligned with the broken tube extension. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the pad printing removed were to recur could cause or contribute to an adverse event.